Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('physical pain/ pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia from (B)(6) 2015 to (B)(6) 2015 and hypertension. On (B)(6) 2015-surgical pathology. Pathologic diagnosis: uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: uterus with secretory phase endometrium (weight, (B)(6) g). Unremarkable myometrium. Left fallopian tube with paratubal cysts. Right fallopian tube with no pathologic change. Chronic cervicitis, mild. Concurrent conditions included paratubal cyst, chronic cervicitis, uterine fibroid and ovarian cyst. Concomitant products included esomeprazole magnesium since (B)(6) 2015, fluticasone from (B)(6) 2015 to (B)(6) 2018 and lisinopril since 2005 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with cholecalciferol (cholecalciferol), ergocalciferol, ferrous sulfate, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy and robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, depression, anxiety, psychological trauma and back pain outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage and abdominal pain had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, migration. Insertion details- the coils were inserted first on the left side and then on the right side. About three coils were visualized at the tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: impression: there are no significant abnormalities noted on ultrasound of the pelvis. There are small follicles in both ovaries and a small amount of free fluid. On (b)(46 2015: impress ion: there are cysts in both ovaries. There is normal color flow. There are no findings which would suggest torsion. The uterus has been surgically removed since (B)(6) 2014. The large cyst on the left measured 5.1 7 x 5 . 48 x 5.68 cm; on (B)(6) 2018: impression: 2.3 cm cyst within the right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping), lower back pain, abdominal pain, general abnormal bleeding, psych injury, migration were added. Outcome of pelvic pain updated to recovered / resolved. New reporter, patient information, medical history, lab data, concomitant and treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('physical pain/ pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia from (B)(6) 2015 to (B)(6) 2015 and hypertension. (B)(6) 2015-surgical pathology pathologic diagnosis : a. Uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: uterus with secretory phase endometrium (weight, 82 g ). Unremarkable myometrium. Left fallopian tube with paratubal cysts. Right fallopian tube with no pathologic change. Chronic cervicitis, mild. Concurrent conditions included paratubal cyst, chronic cervicitis, uterine fibroid and ovarian cyst. Concomitant products included esomeprazole magnesium since (B)(6) 2015, fluticasone from (B)(6) 2015 to (B)(6) 2018 and lisinopril since 2005 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with colecalciferol (cholecalciferol), ergocalciferol, ferrous sulfate, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy and robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, depression, anxiety, psychological trauma and back pain outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, migration insertion details- the coils were inserted first on the left side and then on the right side. About three coils were visualized at the tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: impression : there are no significant abnormalities noted on ultrasound of the pelvis. There are small follicles in both ovaries and a small amount of free fluid.; on (B)(6) 2015: impress ion: there are cysts in both ovaries. There is normal color flow. There are no findings which would suggest torsion. The uterus has been surgically removed since (B)(6) 2014. The large cyst on the left measured 5.1 7 x 5 . 48 x 5.68 cm; on (B)(6) 2018: impression: 1. 2.3 cm cyst within the right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.